Event description:
It was reported that approximately 2 weeks post implant of the right ventricular (rv) lead the lead exhibited high pacing thresholds and high pacing impedance due to a loose connection at the header of cardiac resynchronization therapy defibrillator (crt-d). The physician checked the lead connection and resolved the issue by removing the device and re-inserting it with the rv lead into the header. A pull test that was performed confirmed the rv lead secured in the header. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.